Event description:
The user facility reported that during the middle of a patient procedure, the back section of the table drifted down from a raised position to a near level position. The facility staff activated the hand control and commanded the table back to the desired position. The procedure was completed successfully without any further issue. No injuries were reported.

Manufacturer narrative:
A steris service specialist arrived at the facility, evaluated the table and found the table operating to specification. In addition to the visual inspection, the service specialist also connected his service laptop to the table and did not see any occurrence of alarms or possible causes of the reported movement. The reported event could not be duplicated. The facility reported they did not hear the table's pump motor turn on upon the uncommanded movement. This indicates that the motion was not powered, but rather a downward drift. A table drift is recoverable by actuating the table override switches to stop further motion. The table was installed in november of 2011 and is currently under steris service contract. The last preventative maintenance was performed on october 30, 2013 at which time the table was confirmed to be operating to specification. The table was placed back into service with no further issues reported.